Manufacturer narrative:
A sample was received from the reporting facility. Investigation of the returned sample revealed the luer lok adaptor (lla) was attached to the cannula; however, it was not attached to the barrel of the syringe. No component defects were observed. The product was re-assembled following the directions for use (dfu) and a functionality test was performed. The sample performed as expected. The facility reported a loose fitting lla; a loose fitting lla is no criteria for rejection. The correct assembly of the device as instructed in the dfu was discussed with the reporting facility. There have been no other complaints reported for this lot of product except by this reporter at this time. (B)(4).

Event description:
A nurse reported the luer lok adaptor was loose. The product was not used on a patient. There was no patient impact associated with this report. There are two medical device reports being submitted for this facility- this is the second report.